Event description:
The patient underwent bronchoscopy and became hypoxic. Patient manually ventilated via bag and endotracheal tube (ett). Ambu bag with peep valve at 10cm h20. Patient became difficult to ventilate. Staff felt ett occluded, extubated patient and reintubated a couple of times. No plugs or secretions noted. Patient remained difficult to ventilate. Patient coded. Peep valve removed and patient's chest decompressed. Then able to ventilate patient. Code continued until patient expired.